Event description:
It was reported that prior to a procedure at the user facility the core impaction drill would not turn off once activated. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The technician was unable to duplicate the reported event but noted a corroded motor assembly. A corroded motor can cause failure to promptly stop in the expected amount of time when user activation ceases.

Event description:
It was reported that prior to a procedure at the user facility, the core impaction drill would not turn off once activated. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.